Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician felt resistance advancing a ruby coil and, consequently, the ruby coil unintentionally detached. Therefore, the physician removed the lantern with the ruby coil inside. The procedure was then completed with the same lantern and a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. Conclusion: evaluation of the returned ruby coil revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as sr wire fracture may occur. The fractured sr wire likely contributed to the embolization coil detaching from its pusher assembly. The pusher assembly to the ruby coil and the lantern identified in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.